Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 460 mg/dl. The customer had an insulin flow blocked alarm but after performing a 5 unit fill cannula, the insulin exited. The customer reported that the cannula was bent. Customer did not perform troubleshooting for high readings. Customer was advised to change the infusion set and call back if issues persist. The product was not returned for analysis.